Manufacturer narrative:
The user facility reported a patient was positioned upon the table in reverse orientation (patient's head at the leg section) during the time of the reported event. User facility personnel commanded the table to slide into full extension toward the leg end of the column and into reverse trend position (leg end of the table close to the floor and back section of the table higher from the floor). User facility personnel stated when the table was commanded via the hand control to be returned to level the trend button nor the level button would respond. The procedure was completed successfully and no injuries or procedural delays were reported. A steris service technician arrived onsite to inspect the 5085 surgical table. User facility personnel stated to the steris technician that during the time of the reported event, the table exhibited a slight "twitch" of movement when personnel commanded the table via the hand control. User facility personnel stated that when the reverse trend button was activated the table top would display a slight "twitch" of movement before moving continuously in the reverse trend direction. The steris service technician was able to duplicate the movement of the table as described by user facility personnel. A steris product engineer stated the slight "twitch" of the surgical table observed by user facility personnel may be attributed to changes in the fluid pressure of the table hydraulic circuit during activation of the commanded movement to trendelenburg positioning. Articulations affecting the entire length of the table top surface concurrently (such as trend/reverse trend) will tend to be visibly magnified due to the linear distance of the full table length affected. Individual section movements (back/leg/seat only) will not be as visibly apparent. The reported event of the surgical table not responding to level commands is attributed to misuse of the table by facility personnel as outlined in the operator manual. The operator manual states (pg. 1-4), "warning-personal injury and/or equipment damage hazard: with patient in normal or reverse orientation, table in trendelenburg and slide at head limit, center tabletop before attempting to raise table to level or move into reverse trendelenburg." Steris will instruct user facility personnel on the proper use and operation of the surgical table.

Event description:
The user facility reported that during a patient procedure their 5085 surgical table would not respond to commands via the hand control.